Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during fill. The home patient (hp) said that he had called his peritoneal dialysis registered nurse (rn) when he could not clear the alarm, and the rn told him to replace the bag on the final line. The technical service representative (tsr) explained to him why he should not have done that, and assisted to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2013. She stated that she had walked the patient through troubleshooting that night and had advised him to switch out the bags. Bps advised the nurse that baxter does not recommend switching out supplies during therapy as it poses a contamination risk. The nurse stated that the patient was continuing therapy, and no adverse effects were reported in relation to this event.